Manufacturer narrative:
The customer repaired the unit. No ge repair information available. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4). The customer repaired the unit. No ge repair information available. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of suction. There was no patient involvement.